Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on three heartstring ii made a proper aortotomy, but the casing cracked when they were fired. The same device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The outside casing was slightly separated. Additional eval is required. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).